Manufacturer narrative:
The device was not returned to cardinal health; therefore, a physical investigation of the device could not be performed. The review of the lhr (f1525204) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the cause of the reported amputation and its relationship to the mynx device and/or mynx procedure could not be conclusively established. It was reported that the mynx sealant deployment was successful and there was no known sealant deployed into the vessel. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that 2 weeks after the mynxgrip device was used with a 6f procedural sheath for right common femoral arterial closure, the patient's right foot was amputated. The mynx device was the only closure device used on this patient. The mynx device deployment was successful and routine. During the mynx deployment adequate tension was held when the balloon was at the arteriotomy. Contrast/imaging was not used to confirm the balloon placement. The stopcock on the side port was opened and proper arteriotomy hemostasis was confirmed. Hemostasis was achieved with the mynxgrip closure device. There was no reported user error. The deployer reported that no sealant was deployed into the vessel. After the mynx procedure, the patient was up and walking. The patient was noted to be "fine" following the mynx procedure and discharged the same day of the mynx procedure. Two weeks later, the patient was admitted at a different hospital (imaging and interrogation methods are unknown) where the patient's right foot was amputated. It was suspected by the treating facility where the amputation was performed that the mynx sealant may have deployed inside the patient's vessel. Additional information was requested but was unknown.